Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
This report was received through legal channels as a statement of claim. It was reported that following implantation of the device, the patient suffered severe injuries including pelvic pain and infections. She had trouble urinating and could not engage in sexual relations and had undergone surgeries and hospitalizations due to mesh erosion. The device remains implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she continued to experience pain, dysuria, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent excision of eroded sling and excision of eroded mesh on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.